Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. The insulin pump passed the delivery accuracy test at 0.08730 inches. No excessive no delivery alarms noted. The insulin pump was received with cracked case at the battery tube threads, reservoir tube lip, reservoir tube window corners and reservoir tube window.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of over 600 mg/dl. Customer reported that the insulin pump had no delivery alarms that could have led to high blood glucose event. The customer was treated at the hospital. Customer also mentioned cracks on the insulin pump reservoir compartment. Customer declined high blood glucose and no delivery troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.